Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 17-jan-2024. (H3) the revision reported may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot confirmed as the devices were not returned for evaluation and x-rays were not provided. (H4) device manufacture date: 22-jan-2019.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13, equinoxe, humeral stem primary, press fit 13mm. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-01-42, equinoxe reverse 42mm glenosphere. 320-15-04, rs glenoid plate r post aug, 8 deg, right.

Event description:
Approximately 5 months postop the initial rtsa , the (B)(6) male patient was revised for disassociation of polyethylene. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities. Outcome reported as resolved